Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that 12.6mm vticm5 12.6 implantable collamer lens of -12.50/2.5/110 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault with rotation. The problem was resolved.